Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it just stopped working and she didn't know why. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, lumbar radiculopathy and spinal pain. The patient reported that her previous ins had to be replaced because the ins was broken and wouldn¿t hold a charge. The patient mentioned the issue was resolved by replacing the ins. The patient noted that this issue occurred in 2017. No further complications were reported.